Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of rattling coming from inside device was confirmed. On 16-sep-24, lvp was received unboxed and with paperwork. Two loose screws from ail housing caused the rattling noise inside the device. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace the loose ail housing screws. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had rattling coming from inside device. There was no patient involvement.

Event description:
It was reported that the device had rattling coming from inside device. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in this MDR report. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Investigation summary: field technician stated issue of rattling coming from inside device was confirmed. On 16-sep-24, lvp was received unboxed and with paperwork. Two loose screws from ail housing caused the rattling noise inside the device. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace the loose ail housing screws. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.